Event description:
It was reported that during a follow-up capture and sensing anomalies were observed due to dislodgement. The lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.